Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. 4316 - the concluded cause is not adequately described by any other term.

Event description:
It was reported that no data on the receiver occurred. The product was evaluated. An external visual inspection was performed and passed. A charge and boot test was performed and passed. A receiver functional test was performed and passed. An internal visual inspection was performed and passed. A review of the share logs was performed and signal loss over an hour was found within the investigation window. The allegation was confirmed. The probable cause was determined to be signal loss greater than an hour. The reported event of no data on the receiver is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.